Manufacturer narrative:
The root cause can be attributed to parameter entry errors, and potential physiological contraindications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system provided intraocular lens (iol) suggestion was used and now an iol exchange is planned due to axis flip post operatively. The surgeon noted thinking the iol suggestion was too strong. Additional information requested.